Manufacturer narrative:
10/2/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a complaint investigation is not possible as the device has not been returned. Device history evaluation - lot unknown, evaluation could not be done. Conclusion: a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the forceps burnt the patient. July 15, 2015 subsequent report - this is a general remark from the surgeon about bipolar forceps. No current event. Four of twelve.

Manufacturer narrative:
The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.